Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent act button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The insulin pump had moisture damage on electronic and motor assembly.

Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed button error. The customer's blood glucose was 275 mg/dl. The customer had exposed the device to fluid by entering the pool with the insulin pump on. The customer stated, the insulin pump was not dropped. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.